Event description:
It was reported that the set screw was not completely in the header of the implantable cardioverter defibrillator (ICD). Fluoro indicated that the pin of the competitive right ventricular (rv) lead was not completely in the header. The pocket was opened and a revision was done. The set screw was removed and the rv lead was inserted completely into the port. The set screw was able to be tightened back into the header. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0185, competitive implantable tachy lead, (B)(6) 2006; 4018, competitive implantable pacing lead, (B)(6) 2006. (B)(4).